Event description:
It was reported that there was a white particle floating in a small volume intermate. This was observed after compounding with an unspecified amount of ganciclovir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received at the time of the initial MDR submission. The evaluation of the returned device is complete. Visual inspection revealed white, floating particulate matter inside of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.